Event description:
End user reported that the height adjustment knob on her 65851b rollator is missing. User stated in a call back that she is hurting due to the rollator arms being uneven. Customer did not specify an injury, just that she is hurting.